Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Section b5, g6 and h2 were updated. Investigation is ongoing.

Event description:
Additional information received indicates that it an attempt to retrieve the delivery system through the esheath+ was unsuccessful because the guidewire formed a loop, preventing the delivery system from being withdrawn back into the sheath. A minimally invasive surgical maneuver was then performed to free the guidewire, and all components were successfully retrieved.

Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections g6, h2 and conclusions in h11 were updated. H6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Upon visual examination, it was observed that the delivery system balloon was burst longitudinally and radially and was separated. Due to the nature of the complaint, no applicable functional testing was able to be performed. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (over-inflation) and patient factors (calcification) likely contributed to the event as provided information indicated that 2ml extra was added to the balloon. While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. Additionally, the presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficult withdrawal was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (altered balloon profile) likely contributed to the event as the balloon burst. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip or the patient's vasculature, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As per pre-decontamination evaluation, the inflation balloon was received separated. However, it was confirmed that it was still attached when it was inside the patient. The separation happened when puzzling the devices together after removal to confirm that there were no missing components.

Manufacturer narrative:
A supplemental MDR is being submitted due to pre-decontamination findings. Section b5, g6, h2 and h3 were updated. Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in austria, a 26mm sapien 3 ultra transcatheter heart valve implant procedure in aortic position was performed by transfemoral approach. During the procedure, the valve was fully deployed using extra volume of 2 ml prior to inflation but during deflation, it was noted that the commander delivery system balloon was torn. No leakage was observed but blood was seen in the syringe. Difficulties removing the device were encountered after trying to get the safari back into the system and the vessel had to be open surgically to remove the balloon. The patient was in stable condition post-procedure. Provided imagery revealed the delivery system balloon burst/ruptured. There was no apparent missing balloon material.

Manufacturer narrative:
Investigation is ongoing.